Manufacturer narrative:
(B)(4). The lot was manufactured from march 5, 2015 ¿ march 6, 2015. One unit was received for analysis. The unit was returned to the plant containing approximately 120 ml of fluid in its bladder. Visual inspection on the unit revealed no evidence of flow at the distal luer when the luer cap was removed. Microscopic inspection of the flow restrictor revealed the cause of the no flow issue was due to micro air bubbles blocking the fluid path inside the lumen of the glass capillary. The cause of the air bubbles was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow in a small volume folfusor. This was identified during infusion. The device was filled with cytotoxic drug. There was no patient injury or medical intervention associated with this event. No additional information is available.